Event description:
On 11/05/2009, the pt reported that on (B)(6)/2009, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in 50-100 units of insulin spilling inside the chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion was replaced and requested to be returned for evaluation.